Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter broke. A 180cmx 135cm renegade¿ hi-flo¿ fathom¿ system was selected for a procedure. It was noted that the catheter broke apart. There were no patient complications reported and the patient was okay. The case outcome was okay as well.